Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lumbar drain was being placed by the doctor in interventional radiology. During the placement of the catheter, it broke off inside the patient during the adjustment of it. The separation (breakage) of the catheter happened just below the surface tissue of the back, maybe an inch. The doctor attempted to retrieve it but was unable to. Since it was another doctor's patient, the doctor performing the procedure consulted the situation with them, and the patient's doctor and nurse practitioner proceeded to come to the biplane and help retrieve it. It was stated they were successful. Every part of the catheter was retrieved and nothing was left in the patient.